Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the internal arteriovenous fistula. A 6.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst. The procedure was completed with another peripheral cutting balloon. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination was performed on the returned device. It was noted that approximately 2mm of the proximal end of one of the blades was lifted distally from its pad. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device through the sheath. All other blades were intact and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm proximal of the distal markerband. The rated burst pressure for this device is 10 atmospheres as per 2cm pcb specification. No issue was observed with the tip or markerbands of the device. A visual and tactile examination found no kinks or damage to the shaft of the device.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the internal arteriovenous fistula. A 6.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst. The procedure was completed with another peripheral cutting balloon. There were no complications reported and the patient was stable post procedure. It was further reported that the 80% stenosed target lesion was severely tortuous and moderately calcified artery. The balloon ruptured within 40-50 seconds. The device was removed from the patient's body by using catheter sheath.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the internal arteriovenous fistula. A 6.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst. The procedure was completed with another peripheral cutting balloon. There were no complications reported and the patient was stable post procedure. It was further reported that the 80% stenosed target lesion was severely tortuous and moderately calcified artery. The balloon ruptured within 40-50 seconds. The device was removed from the patient's body by using catheter sheath.

Manufacturer narrative:
E1. (B)(6).